Event description:
It was reported that while the akreos ao60g iol was being inserted into the patient's right eye, the haptic was sheared off. The incision was enlarged, and a back-up lens was successfully implanted. Viscoject 1.8 delivery device was used to insert the lens. According to the surgeon, the cause of the event was due to a loading error. The patient's current prognosis is stable. Please reference MDR #: 1119279-2012-00268 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.